Event description:
It was reported that the user experienced alert 38 motor stall warnings on the ilet after reconnecting following several days off pump due to a lack of cgm sensors, with hyperglycemia up to 242 mg/dl for about four hours while the pump was left at home; the issue was addressed through troubleshooting, including a dry supply change and subsequent supply change, after which insulin delivery resumed and drops were observed at the needle. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or lasting impact, as correction was achieved with insulin injections and no medical intervention or assistance was required. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with consecutive motor stalls. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.